Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, and 90% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 15 mm nc trek and a 3.5 x 38 mm xience xpedition was successfully implanted. During post-dilatation with a 4.0 x 15 mm nc trek, the balloon ruptured at 18 atmospheres. A 4.0 x 15 mm tenku was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite; guide cath: taiga jl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.